Manufacturer narrative:
Of the 1 allegation of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to internal motor failure. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction event. A review of the event indicated that the one touch ping model pump experienced a cs 078 issue. This report was received from various sources. The patients associated with this allegation was 21 years of age. Of the reported patients, 1 was male, 0 were female, and 0 were unknown.